Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: delamination of valve. Leak test and microscopic analysis was performed which identified: delamination of valve (>75% total separation) and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination total of the valve (cohesive failure). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.